Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 06/01/2016. (B)(4). It was reported that a (B)(6) patient underwent an ablation procedure with a thermocool® smarttouch® bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis. The returned device was visually inspected and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and generator test and it was found within specifications. A deflection test was performed and the catheter passed. The catheter was evaluated for the functionality of the sensors on carto system. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. The force feature was evaluated and passed. An irrigation test was performed and the catheter passed, no occlusion was observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the tamponade remains unknown. The instructions for use states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant product: carto 3 system (model# fg-5400-00m serial# (B)(4).

Event description:
It was reported that a (B)(6) patient underwent an ablation procedure with a thermocool&#59411;smarttouch bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis. Pre-procedure, the patient was in sinus rhythm with a heart rate of 60 bpm and blood pressure was 80mmhg. St segment depression was observed. Coronary angiography confirmed left circumflex coronary artery stenosis. No effusion was noted and the patient was not hypotensive. Left ventricular mapping was conducted for 15 minutes. Left ventricular ablation was conducted for 30 minutes at 30-35 watts with contact force greater than 10 grams. The physician mapped the right ventricle and identified the abnormal electrical potentials. Then ablation was performed for 40 seconds at 30-40 watts at each point with contact forces greater than 10 grams. After 3-4 ablation points, the patients' blood pressure dropped to 40-50mmhg and tamponade was confirmed via intracardiac echocardiogram. Pericardiocentesis was performed and yielded approximately 400cc of fluid and blood pressure was stabilized back to 80mmhg. There is no information regarding extended hospitalization. Patient has fully recovered. There were no factors cited that may have contributed to the adverse event. Physician's opinion regarding the adverse event is that it was procedure-related. It was noted that it may have occurred while ablating at 40 watts, which was larger than usual and while the contact force was elevated temporarily. Transseptal puncture was performed with an unknown needle under intracardiac echocardiogram guidance. There is no information regarding sheath brand or size. Generator was set on power control mode at 30-40 watts. There is no information regarding power titration, overall ablation time at the site of injury, or last ablation cycle time at the site of injury. No error messages were observed during the procedure. There is no information regarding anticoagulation.